Event description:
The user facility reported that during an ercp (endoscopic retrograde cholangiopancreatography) case, the actual samples were used. The guidewire that had been advanced ahead fractured when a microcatheter was advanced over it. This problem occurred twice in a row during the same case. No torque was applied particularly, and no stress was felt. The guidewires were retrieved with a snare each time with no problem. After that, another product was used, and the procedure was completed with no problem. No residue was left in the patient's body as they were retrieved successfully.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214. 1. Inspection of the actual samples: actual samples upon receipt were a guidewire main body and its fragment (referred to as sample a) and another guidewire main body (referred to as sample b). 2. Inspection of sample a: 2.1. Visual inspection: length of the fragment was approximatley 145 mm and the length of the main body was approximately 2455 mm; total length was2600 mm. From this, it was thought that the total length of sample a was equivalent to that of the normal product. 2.2. Magnifying inspection: the outer layer at the fractured part of fragment was stretched. Scratches and a crack were observed on the outer layer near the fractured part. The core was exposed at the fracture part of the main body. There were no other external anomalies such as scratches on other parts. 2.3. Electron microscopic inspection: wrinkles were found on the outer layer at the fractured part of both the fragment and the main body. A torn-off shape was observed in both the fracture end of both the fragment and the main body. 2.4. Dimensions: the outer diameter of the undamaged part was within the factory's specifications. No anomaly was observed. 2.5. Electron microscopic inspection: the outer layer was removed, and the fractured part of the core was subjected to an electron microscopic inspection. The side of the core at the fractured part was flat, however, a small part of core was chipped off. Therefore, it was thought that a small part of the core was missing. The side of the core at the fractured part of the main body was flat and not tapered. The surface of the chipped part was not smooth. The crack in the outer layer of the fragment mostly matched in terms of position with the starting point of the chipped part of core. From this, it was inferred that some hard object had come into contact with sample a and chipped off a small part of the core. Radial pattern was observed on the fracture surface of both portions. 3. Inspection of sample b: 3.1. Visual inspection: total length of the main body of guidewire was approximately 2470 mm. As the total length of normal product is approximately 2600 mm, it was inferred that the missing part of sample b was approximately 130 mm. 3.2. Magnifying inspection: the outer layer at the fractured part was stretched. The core was exposed at the fractured part. No other anomaly such as a scratch was found in other sections. 3.3. Electron microscopic inspection: wrinkles were found on the outer layer of the fractured part. A torn-off shape was found on the fractured part. 3.4. Dimensions: the outer diameter of the undamaged part was within the factory's specifications. No anomaly was observed. 3.5. Electron microscopic inspection: the outer layer was removed, and the fractured part of the core was subjected to an electron microscopic inspection. The side of the core at the fractured part was flat and not tapered. Radial pattern was observed on the fracture surface. 4. History investigation of the involved product code/lot# no anomaly was found in the manufacturing record and the product inspection record. No other similar report on the involved product code/lot# from other facilities was found. 5. Simulation test: 5.1. Past simulation test (fracture of core) the following simulation tests were conducted in the past based on our experience and knowledge on the guidewire fracture. It is recognized that there is regularity in the state of fracture of core depending on the mechanism leading to fracture as follows. When continuous one-way torque force was applied while the guidewire was curved, the fracture part of core was flat and not deformed in taper shape. Radial pattern was observed on the fracture surface. From this result, it was considered that this condition was similar to that of sample a and b. When continuous one-way torque force was applied while the guidewire was held straight, spiral pattern starting from the center was observed on the fracture surface. The state of the actual samples was considered different from this state. When bending force was applied repeatedly, the fracture part of core was flat and not deformed in taper shape. A dimple pattern (a hole-like pattern) was observed on the fracture surface. The state of the actual samples was considered different from this state. When pulling force was applied, the fractured part of core was deformed in taper shape. The state of the actual samples was considered different from this state. When tensile force was applied to a looped guidewire, the fractured part of core was curved and deformed in taper shape. Roughness was observed on the fracture surface. The state of the actual samples was considered different from this state. 5.2. Simulation test (fracture of outer layer): a guidewire was held curved and continuous torque force was applied in the same direction until fracture of core occurred, and then pulling and torquing force was applied. As a result, the outer layer was stretched and torn off. There are wrinkles on the surface of the outer layer. Based on this, the state of the actual samples was considered to be similar to this state. A guidewire was held curved and continuous torque force was applied in the same direction until fracture of core occurred, and then direct pulling force was applied. As a result, the outer layer was stretched markedly and torn off. On the proximal portion of the test sample, the fractured part of core was covered with the stretched outer layer. The state of the actual samples were considered different from this state. A guidewire was held curved and continuous torque force was applied in the same direction until it was fractured completely. As a result, the outer layer was stretched, torn off, and tapered. There were cracks in the circumferential direction on the surface of the outer layer. The state of the actual samples was considered different from this state. 6. Cause of occurrence/conclusion: in this case, it was likely that sample a and b were subjected to continuous torque force while they were held curved, as a result, the cores of sample a and sample b were fractured at approximately 145 mm and at 130 mm from the distal end respectively due to metal fatigue. In this state, torquing and pulling force was applied to them, the outer layer was torn off, which resulted in the complete separation. In addition, it was assumed that sample a was exposed to some hard object and the core was chipped partially. Therefore, it was thought that small part of core was missing. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. This report is for the first device used during the case, for the second device used, see MDR 9681834-2023-00123.